Manufacturer narrative:
Additional information: d9, h3, h6 (add codes), h11. H11: the device was received for evaluation. Visual inspection using the naked eye revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the leak was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with green colored water. After fill, the blue winged luer cap was securely connected. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was verified. The cause of the condition was determined to be the user error by not tightening the blue winged cap. The product labeling (IFU, instructions for use), indicates that the winged luer cap should be securely connected after filling and priming. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the bag which contained the device which suggested a leak had occurred inside the bag. The reported condition was verified. The location of the leak and the cause of the leak inside the bag could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from unspecified location. The device contained 5-fluorouracil and 0.9% sodium chloride. This occurred prior to patient use. There was no patient involvement. No additional information is available.